Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Reason for call was starting last week where the pts leads were on their spine was sore, pt then said their whole spine was sore and they could not bend down really since their spine hurt. All of a sudden the pt would get jolts then it would go back down to where it should be but something did not seem right. The pt called their medtronic rep who said to call in to get an appointment to get it checked out. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 erial# (B)(4).implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# va26xng031 implanted: (B)(6) 2020. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4),ubd: 07-apr-2024, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 07-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.